Manufacturer narrative:
Follow-up #1: date of submission: 01/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2016 with the following findings: cs 177 low battery and cs 128 replace battery alarms observed in the bb as per normal battery usage. No drastic voltage fluctuations observed in the bb history. The pump current draws are within specifications. The battery compartment was intact; no damage observed. No evidence of moisture found inside the battery compartment. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. Unable to duplicate ¿battery life¿ issue. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue.it was noted that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.